Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer states the chair will go and then stop and doesn't turn to the left. If he wants to go left he has to turn right and go all the way around.